Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). At an unspecified time during the procedure a pericardial effusion occurred. Post procedurally the patient experienced pain at the femoral access site. The diuretics medication of the patient was increased and a follow up transesophageal echocardiogram (tee) was scheduled for december 2023.